Event description:
A customer reported to beckman coulter, inc. (Bec) that a fluid leak was observed from back of immage 800 immunochemistry system. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
On (B)(4) 2011, field service engineer (fse) found all cuvettes overflowing with wash solution. The fse replaced drain filter, and cleaned all cuvettes. The fse performed wash cuvettes with no flooding, but cuvettes started to flood again upon qc run. The fse found the waste filter was blocked with gel substance inside filter, and replaced the filter and wash probe. The fse performed alignments with new cuvettes in place. The fse also replaced all other filters for both wash stations and hydro. The fse rebooted the instrument and performed wash cuvettes with no flooding. Sample wash station started to overflow. The fse replaced both wash station waste valves, controller 2 board and controller 1 board due to flooding from cuvette wash probe. The fse washed all cuvettes three times, and primed the system five times with no issues. The fse ran qc for all chemistries 2 times. No issue was noted and all qc results were within the established ranges. (B)(4).